Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01536. This report is being submitted as additional information. The referenced previous percutaneous lead (driveline) replacement and provision of ungrounded patient cable was reported under medwatch MFR report #2916596-2017-01800. Approximate age of device ¿ 1 year and 2 months. Device analysis and manufacturer's investigation conclusion: the analysis of the submitted log file confirmed the pump speed decelerations and pump stoppage events on while the lvad system was on external battery support. Based on the manufacturer¿s previous complaint experience, the captured events appear consistent with a potential percutaneous lead (driveline) issue; however, a cause could not be conclusively determined because the entire driveline was not returned with the explanted pump. The pump was returned with the driveline cut approximately 2 inches from the pump housing, and the severed portion was not returned. No tears to the outer jacket were identified. Visual inspection of the internal leads was unremarkable. Electrical continuity testing and high potential (hipot) testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The evaluation of the returned portion driveline did not reveal an issue that would have contributed to the reported event. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad produced alarms related to the patient¿s position change. The alarms would stop when the patient changed body position and/or position of the system controller. The patient was asymptomatic. A previous percutaneous lead (driveline) replacement had been unsuccessful and the patient utilized an ungrounded patient cable. Technical services reviewed the submitted log files, and confirmed pump stoppages while the lvad was on battery support. It appeared that the short to shield had matured into a phase to phase short. On (B)(6) 2018 the patient underwent pump exchange. Via subcostal incision. Only the pump was exchanged, the inflow cannula and outflow graft remained in situ.